Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the lumen of the proximal tube') and device dislocation ('embedded within the lumen of the proximal tube') in an adult female patient who had essure (batch no. 922608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and uterus enlarged. Concurrent conditions included anxiety. Concomitant products included etonogestrel (nexplanon), fentanyl, gabapentin, hyoscine (scopolamine), metoclopramide, midazolam and naloxone. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), pain during menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("menorrhagia, huge clots, bleeding excessively during menses"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("pain"), abdominal pain ("abdomen pain"), back pain ("back pain"), uterine pain ("chronic uterine pain"), uterine enlargement ("enlarged uterus") and ovarian cyst ("left ovary contained a small simple cyst") and was found to have uterine leiomyoma ("uterus with myomas"). The patient was treated with cefazolin, ibuprofen and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure treatment was not changed. At the time of the report, the embedded device, device dislocation, vaginal haemorrhage, uterine enlargement, uterine leiomyoma and ovarian cyst outcome was unknown and the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain, back pain and uterine pain had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, uterine enlargement, uterine leiomyoma, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: 2 in both left and right fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successful blocked the dye total bilateral occlusion. Pregnancy test urine - on (B)(6) 2018: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the lumen of the proximal tube'), device expulsion ('embedded within the lumen of the proximal tube') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included etonogestrel (nexplanon), fentanyl, gabapentin, hyoscine (scopolamine), ibuprofen, metoclopramide, midazolam and naloxone. In 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain ("abdomen pain") and back pain ("back pain"). The patient was treated with cefazolin and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, dysmenorrhoea, vaginal haemorrhage, menorrhagia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successful blocked the dye. Pregnancy test urine - on (B)(6) 2018: negative. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-may-2019: abnormal bleeding (general), dysmenorrhea, pain, abdominal pain, back pain, menorrhagia and abnormal bleeding (vaginal) were added. Event injury was deleted and device category changed from device other event to incident. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the lumen of the proximal tube') and device dislocation ('embedded within the lumen of the proximal tube') in an adult female patient who had essure (batch no. 922608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and uterus enlarged. Concurrent conditions included anxiety. Concomitant products included etonogestrel (nexplanon), fentanyl, gabapentin, hyoscine (scopolamine), metoclopramide, midazolam and naloxone. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), pain during menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced menorrhagia ("menorrhagia, huge clots, bleeding excessively during menses"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("pain"), abdominal pain ("abdomen pain"), back pain ("back pain"), uterine pain ("chronic uterine pain"), uterine enlargement ("enlarged uterus") and ovarian cyst ("left ovary contained a small simple cyst") and was found to have uterine leiomyoma ("uterus with myomas"). The patient was treated with cefazolin, ibuprofen and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure treatment was not changed. At the time of the report, the embedded device, device dislocation, vaginal haemorrhage, uterine enlargement, uterine leiomyoma and ovarian cyst outcome was unknown and the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain, back pain and uterine pain had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, uterine enlargement, uterine leiomyoma, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: 2 in both left and right fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successful blocked the dye total bilateral occlusion. Pregnancy test urine - on (B)(6) 2018: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: pfs and mr received: reporter information added. Essure indication, insertion date updated, lot number, medical history, concomitant condition added. Events enlarged uterus, uterus with myomas, ovarian cyst added. Outcome for the events menorrhagia, dysmenorrhea (cramping), pain during menses, pelvic pain, back pain, abdominal pain and chronic uterine pain updated to recovered. Seriousness criteria for the event abnormal bleeding (general) updated to non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.